Event description:
The nurse reported that system would not phaco during the second case. The surgeon completed the surgery "manually, by chopping and sucking the cataract out", as described by the nurse. The third case was cancelled per the surgeon's request. There was a 15 minute delay. There was no pt injury.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The root cause of the event cannot be determined in this investigation. This report was mailed to FDA on: 07/30/2009.